Event description:
It was reported that the customer had a stroke and the paramedics were called. It was stated that the customer fell down and collapsed. The paramedics were called and the customer 's blood glucose reading was 389 mg/dl by the time they got to the hosp. Customer was off the insulin pump for about 8 hours prior to the 911 call. It was noted that the customer had a stroke. Customer had high blood glucose readings at the hosp as well. Customer was also noted to have pancreatitis and had her gall bladder removed prior to the stroke. Sister stated that the insulin pump was alarming and needed assistance turning the insulin pump off. No further info reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).